Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that post-operatively, the screws were found to be inaccurate. The screws were found to be translated towards the patient's right after the medtronic imaging spin. It was reported that the patient hiccupped pre-operatively, but site found that the navigation was still accurate. Medtronic equipment was used to distract pressure on l2. When screws were found to be inaccurate, the site decided to switch from the use of the guidance system to medtronic navigation to continue the case. However, inaccuracy alleged began on guidance system. The procedure being performed was a l1-l3 fusion with burst fracture at l2. The surgeon in charge did not actually place screws. There was no known impact to patient's outcome and there was no surgical delay time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.